Manufacturer narrative:
Analysis was normal. No anomalies were found. The device was received in a normal range of operation. Temperature cycle and vibration testing were performed and indicated that device exhibited normal device characteristics. Device output, pacing, sensitivity, and capture tests were normal. Header and connector inspection did not find any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. It was observed that the capture threshold with the pacemaker through the pacing system analyzer (psa) was low, but when implanted, the capture threshold with the pacemaker was higher and variable. A malfunction was suspected. The pacemaker was exchanged. There were no other issues. The patient was stable following the procedure